Event description:
A peritoneal dialysis (pd) registered nurse (rn) a cycler that can't turn on when attempting to power it up. The patient was connected during incident. The display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched cycler on and there were no lights on the stop, ok and up/down keys. Pressed ok, stop, and touched the screen but screen remained blank. The screen was blank during unknown phase/cycle of dialysis. Pressed ok, stop, and touched the screen but screen remained blank. A noise issue occurred in unknown phase/cycle of dialysis. Noise sounded like hissing noise. Nurse stated pt is training on cycler. While patient was in treatment it made a hissing sound and then the screen went blank. The nurse pressed on the screen, but nothing happened. There was also a strange smell but rn could not describe it. The nurse disconnected the patient while on the call and also rebooted the cycler again. The medical technical representative replaced the cycler due to can't turn on cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.